Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified creases sharp broken, missing (0-25%), creases fold, wear abrasion, observed 40 mm dark patch edge material inside gel device and brown particles. Base on the device analysis the final assessment is: an opening crease sharp on posterior due to fold flaw opening. Missing shell due to inconclusive the reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side device rupture. Device has been explanted and replaced.